Event description:
Device returned to MFR with report of "infection (staph aureus) at pump site and in cerebral spinal fluid." F/u with hcp revealed onset of infection occurred 3/2001 with incisional wound opening and later on 4/2001 a cerebral spinal fluid leak. Primary location of the infection was the device pocket - cultured positive for staph aureus - gram positive cocci. The pt was treated with IV and oral antibiotics and the infection resolved with withdrawal symptoms of dystonia.